Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/14/2024, a sales representative reported via (B)(4) that an ar-2324kbcsp swivelock shuttling suture broke and an ar-1204af-95 flipcutter® ii button would not deploy. Both complaint devices were replaced with another device without any issues. This was discovered during a procedure, with no reported patient harm. Additional information was received on 8/19/2024: this was discovered during an acl reconstruction procedure. There was no case delay reported. The broken suture of the ar-2324kbcsp swivelock was removed from the patient. There were no adverse effects on the patient due to the issues.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.